Event description:
During priming of the blood tubing set, the venous line came out of the top of the drip chamber. There was no pt involvment.

Manufacturer narrative:
The facility discarded the blood tubing set, therefore, the affected product was unavailable for investigation. Without the affect product for analysis, the MFR is unavailable to determine the exact nature of the failure. Based on the report description, this may have been obstruction of the saline line at the connection with the cartridge or the male luer, possibly caused by an excess of solvent combined with a lack of air flow during the assembly due to operator not following the proper assembly technique; or caused by a molding process problem which blocked the male luer lock or the cartridge port where the tubing is bonded. However, since no product was available for investigation, this report remains inconclusive as to the source of the reported incident. A failure investigation was conducted by the MFR using blood tubing sets from the same lot number. Fifteen unused samples were inspected and saline lines tested for occlusions using an air flow. No failures were found. Safety analysis: the primary purpose of the saline line, located on the arterial drip chamber of the cartridge, is to allow administration of saline during the dialysis treatment and to return the blood to the patient at the end of the dialysis treatment. An occluded saline line should be detected during prime or recirculation if procedures recommended in the operator's manual are properly followed. The occlusion should be found when the operator intends to deliver saline to raise or adjust the fluid level in the arterial drip chamber or when fresh saline is delivered to the tubing set prior to the start of dialysis. The patient is not connected to the machine at these steps of the procedure, therefore, the risk to patient safety is low. Follow-up action: since no product was returned to the MFR for investigation, it is difficult to determine the exact cause of the reported problem. However, tested samples of the same lot number found no failures. Therefore, no further reporting is anticipated. The MFR will continue to monitor and trend. DHR review: a review of the device history record for the suspect lot number indicated no other related complaints.